Manufacturer narrative:
(B)(4). Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned subject device identified that an area of the evaqua2 expiratory tubing was damaged near the patient end connector. Leak testing confirmed a leakage from this area. Fourier-transform infrared spectroscopy (ftir) analysis concluded that it appears that the evaqua2 tubing had been exposed to an incompatible chemical resulting in embrittlement and cracking of the material. Conclusion: our investigation confirmed the reported damage to the evaqua2 tubing. It is likely that the tubing was exposed to an incompatible chemical however we were unable to determine how this occurred. The healthcare facility reported that the damage occurred after 3 days of patient use. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of healthcare facility in japan via a fisher & paykel healthcare field representative that the expiratory limb tubing of an rt265 infant dual heated evaqua2 breathing circuit was found damaged after three days of use. There were no patient consequences.

Event description:
A distributor reported on behalf of healthcare facility in japan via a fisher & paykel healthcare field representative that the expiratory limb tubing of an rt265 infant dual heated evaqua2 breathing circuit was found damaged after three days of use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has received the subject device for evaluation. We will provide a follow up report upon completion of our investigation.